Event description:
I have had saline breast implants for 13 years now and have started experiencing the following symptoms: headaches, anxiety, gi issues, brain fog, memory loss, loss of appetite, pain in breast. FDA safety report ID# (B)(4).